Event description:
A talent thoracic stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there was aneurysm enlargement to 7cm in diameter. The cause of the aneurysm enlargement could not be determined. No additional information was able to be obtained for this event. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (aneurysm enlargement); conclusion: unable to confirm complaint (insufficient information); (cause is unknown).

Event description:
Updated information was received. It was reported that on an unknown date during the past year the patient was treated for a type ii endoleak. On a recent CT the physician noted a proximal type I endoleak. The cause of the endoleak is believed to be disease progression with aortic neck dilatation. The patient is being monitored.

Manufacturer narrative:
(B)(4). Results, conclusion: endoleak. Disease progression with aortic neck dilatation.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received as follows: it was reported that the patient had presented with a rupture and the physician performed an open repair of the rupture and cut the proximal portion of the prior talent stent graft, placed a tube graft proximally under the lowest renal and sewed the tube graft to the talent stent graft. The patient had no issues post procedure until the patient was found to have an endoleak coming from the right common iliac limb. The physician stated that there may have been a tear in the fabric of the stent graft from where they had clamped to do the open rupture repair. Coils were placed into the right hypogastric artery and a 16/13/156 endurant limb was placed landing proximally at the bifurcated area of the talent stent graft and distally 3cm past the right hypogastric. The endoleak was successfully resolved. No additional clinical sequelae were reported and the patient is fine.